Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl and moderate ketone levels; cause was not known. Customer was treated with intravenous saline and insulin, and had blood work done. Customer was released from the ER 3.5 hours later with no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended. Reportedly, the customer reverted to manual injections for insulin therapy.